Manufacturer narrative:
Due to covid restrictions and international travel ban, test equipment was sent to the site for the hospital bio-med to perform a series of tests and inspections on the subject eswl unit. The customer performing the evaluation found no sign of any issues with the unit. The energy levels were tested and where within tolerance, a visual of the degassing system showed no signs of malfunction, coupling cushion showed no signs of deformity, and inflation/deflation functioned properly. Hematomas are a known side-effect of eswl treatment.

Event description:
The customer, (B)(6) general hospital, reported that two patients presented with hematomas following eswl treatment; both treatments took place on (B)(6) 2021. This report is for the first patient/event. Post eswl treatment on (B)(6) 2021, patient had increasing flank pain and was clinically unwell. A CT kub was performed showing bilateral subcapsular hematomas. Based on these findings he was admitted and serial hemoglobins were performed. He was seen and found to be clinically well with normal vitals. Patient was discharged (B)(6) 2021.